Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient called had primary left tha on (B)(6) 2006 and experienced extreme pain day after and never stopped. Had revision done on (B)(6) 2011 and has been fine since.

Manufacturer narrative:
It was determined that this event is a duplicate of MFR. Report # 2249697-2011-00434. Investigation results were submitted under this manufacturer report number.

Event description:
Patient called had primary left tha on (B)(6) 2006 and experienced extreme pain day after and never stopped. Had revision done on (B)(6) 2011 and has been fine since.